Manufacturer narrative:
Per a good faith effort (gfe) response, no repairs were completed by the field service engineer (fse) as the customer has not approved the service quote yet; therefore, it could not be determined if the device failed to meet specifications. No work order was generated, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
A field service engineer (fse) was dispatched on site to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue and verified that the defective battery was less than 5 years old. A quote was sent to the customer for a battery replacement, but the customer has not accepted the quote yet. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed check vent: battery failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The investigation is ongoing.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).